Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "has pain after implanted allergan products and has anxiety for the issues of allergan".

Event description:
Patient reported unknown side "pain" and "anxiety for issues of allergan" and "after explanted devices, it has rupture". Device has been explanted.